Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. It was noted during the procedure that the wds was fractured. The device was exchanged, and the procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
B5: correction added. H6: device code corrected from damaged/defective to no known device problem.

Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. It was noted during the procedure that the wds was fractured. The device was exchanged, and the procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event. This event was further reviewed by the distributor and was determined to have been issued in error, therefore this complaint is withdrawn.